Event description:
The customer reported the high definition lcd monitor will not power on with the direct current connection. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the monitor will not power on with the direct current connection. The connection powers the old 261h monitor but does not power on the new 262h that is replacing it. Tac discovered that the customer was using the alternating current (ac)adapter vek0n56 which was for the oev-261h. The customer will proceed to order the correct ac-110md adapter for the oev-262h. A follow up was made and the customer will not send in the device for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.